Event description:
Boston scientific received information that this pulse generator may have caused or contributed to the patient's syncopal episode. The health care personnel also wanted to know how to turn the magnet storage feature on.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information were to become available, this report will be further evaluated and updated.